Manufacturer narrative:
The lens remains implanted and the lot number was not provided. Therefore, a product evaluation and device history record review could not be conducted. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was some tilt to the lens post-op. Allegedly there is over 2d of z-syndrome and also marked fibrosis. The surgeon is evaluating treatment options. Additional information has been requested, but no additional information has been received.